Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d367 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak (centrifuge chamber), system error, and alarm #1: air detected. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. The kit, photos and smartcard were returned for analysis. A review of the smartcard data indicated that prime was completed successfully. An alarm #7: blood leak (centrifuge chamber) alarm occurred after 340 ml of whole blood processed. A system error and an alarm #1: air detected alarm also occurred. The treatment was then aborted. A review of both the photos and kit indicated that the upper bearing stop had delaminated from the drive tube, causing the leak. The root cause of the leak is, most likely, upper bearing stop delamination which allowed the upper drive tube to twist and break. The leak occurred at the site where the drive tube had twisted. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report a blood leak near the upper bearing of the drive tube at 340 ml of whole blood processed. The customer stated that the drive tube appeared to be damaged near the upper bearing drive tube stop. The customer reported that the leak detector strip was also damaged. The customer reported that the kit was loaded properly and it appeared that the upper bearing slipped out of place. The customer stated that their own internal biomedical engineer who is trained to repair the instrument, will provide any necessary repairs. The kit and photos were returned for investigation.